Event description:
It was reported that, "revised due to pt experiencing pain, unclear as to why."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.